Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is unable to establish communication between her ipg and external devices. It was also reported the pt has not charged her system in approx 2 months. The pt may undergo surgical intervention at a later date as the next course of action.